Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 214 mg/dl. The customer alleged that the pump was not delivering insulin as no drops of insulin could be seen exiting the cartridge tubing with multiple cartridges during bolus delivery. Reportedly, the customer reverted to manual injections for insulin therapy.